Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot of the first prostyle device did not close properly and no suture was present when the plunger was pulled back. The suture of the second prostyle device was also not present when the plunger was pulled back. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy (calcification) or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the first device failed in the left common femoral artery (lcfa) while the second device failed in the right common femoral artery (rcfa). The sutures of two new prostyles were successfully pre-placed in the rcfa. The sheath was upsized to a 16f sheath at one site and an 18f sheath at the other. Hemostasis was achieved with the pre-placed prostyle sutures in the rcfa. Open surgical repair was used to achieve hemostasis in the lcfa. No additional information was provided.